Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to the pancreas to treat a walled-off necrosis during a pancreatic cyst-gastrointestinal bypass surgery procedure performed on (B)(6) 2025. During the procedure, the prosthesis deployment hub was operated to deploy the flange within the cyst, but deployment couldn't be confirmed via fluoroscopic or ultrasound guidance. Jigging and loosening of the elevator forceps were performed, and the situation was observed for 10 minutes. The device was then removed from the patient with the stent partially deployed. The procedure was converted to conventional drainage, and a double-pigtail stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. Functional inspection related to the deployment of the stent was performed, the catheter was unlocked by sliding the catheter lock to the right, and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent presented slow expansion, but it was able to be completely deployed eventually. No other problems were noted with the stent or delivery system. Product analysis confirmed the reported event of stent partially deployed as the stent was returned in this condition. The investigation concluded that stent was slow to expand and did not meet dimensional specifications immediately after manual deployment. However, the specification that the stent was measured against is intended for manufacturing (prior to stent loading or storage). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specifications. Stent expansion rates can be also impacted by compression, time, temperature, and humidity; and slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. Because the largest stent sizes are compressed more, these are more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Thus, the stent slow to expand events are anticipated, and the axios instructions for use (IFU) provides remediation strategies, such as post deployment dilation of the stent with a balloon catheter. A review and analysis of all available information indicated the most probable cause of the reported event is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the handle was rotated as the device was luer locked to the scope. However, the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted trangastric to pancreas to treat walled-off necrosis during a pancreatic cyst-gastrointestinal bypass surgery procedure performed on (B)(6) 2025. During the procedure, the prosthesis deployment hub was operated to deploy the flange within the cyst, but deployment couldn't be confirmed via fluoroscopic or ultrasound guidance. Jigging and loosening of the elevator forceps were performed, and the situation was observed for 10 minutes. The stent was partially deployed when removed from the patient. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.